Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using a px slim delivery microcatheter (px slim), a benchmark bmx96 access system (bmx96) and a rotating hemostasis valve (rhv). During the procedure, the px slim broke in the rhv. Therefore, the px slim was removed. The procedure was completed using a new px slim and the same bmx96. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned px slim confirmed that the device was fractured underneath the strain relief distal to the hub. If the px slim is manipulated at an angle through the rhv during the procedure, damage such as a kink and subsequent fracture may occur. Further evaluation of the device revealed an ovalization on the distal shaft. This damage was likely incidental to the complaint and likely occurred if the device was forcefully gripped or pinched. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.